Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 4.00x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 4.00x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.